Event description:
It was reported that the pt is experiencing a shocking sensation in his legs while charging his device. A replacement charger was unable to communicate with or charge his ipg. An sjm rep met with the pt and determined invalid impedances. He is working with his physician to determine the next course of action. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.